Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc per hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period more than and equal to 80 msec and deflation period more than and equal to 250 msec. Cause of gas loss is pump system malfunction.

Event description:
(B)(6) cardiology fellow, emergency support program line to request support with a pump issue showing no trigger and autofilling and calibrating fiber optic sensor. During the call, he stated they were changing the pump and disconnected before providing full details. Esp personnel later texted and received images showing the pump in semi auto mode with ECG trigger and no leads. Christopher reported a loss of gas alarm and unsuccessful balloon refill attempts despite using the iab fill key. He stated he was not present at the start of the issue and that the bedside nurse had more information. Attempts by esp personnel to contact both christopher and the nurse for follow up were unsuccessful. No harm or injury to the patient was reported.